Event description:
The guidewire was inserted and then it was removed from the pt. As the guide wire was going to be inserted again, it was noted that the guide wire tip had separated. No pt injury was reported.